Event description:
It was reported that a pt sustained a triple fracture (leg and ankle) after the bench where she was sitting dropped. The table was is in vertical position, and the pt was sitting on the bench at approximately 70 cm height. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.